Event description:
After filling the reservoir, a white "sterile" cup is used to seal the reservoir. The problem is when removing the non-vented cap, the "plug" snaps off in the lock fitting rendering the bag useless. Rptr has been using this bag for pcas and epidurals and ended up destroying several bags.